Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18 extremely high glucose. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved - able to establish contact with customer who indicated that the customer's condition had improved and she did not currently have any diabetic symptoms. Customer had gone to the emergency room on (B)(6) 2019. The customer's blood glucose test result when at the emergency room was 900 mg/dl fasting and 400mg/dl upon discharge. The diagnosis was hyperglycemia and customer was given IV and insulin therapy. Customer was discharged on (B)(6) 2019. Customer was taken off the steroids and no new medications were added to customer's regimen. Additional test performed with the meter and daughter feels meter is testing accurately. Daughter stated she checked customer's glucose an hour ago and obtained 300 mg/dl fasting.

Event description:
Consumer reported complaint for e-5 error: test strip error. Daughter is calling on behalf of the customer. The e-5 error occurred when the blood sample was absorbed. Customer was using proper testing technique. At the time of the call the customer reported feeling very thirsty and a blood test was performed by the customer using meter and produced test result of e-5.